Manufacturer narrative:
Continued: 1000 ml braun bag lot j9b121 exp 08/21 0.9% sodium chloride injection;100 ml bag wyeth pharmacy bag ndc 0206-8862-01 zyosn: PICC. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device did not alarm air in line during a primary normal saline infusion set for a rate of 100 ml/hr in ICU profile. A secondary infusion of zosyn 4.5 gram was connected but not infusing. The clinician identified ladder- like air-fluid segments in the tubing above and below the pump module extending to the patient's IV access device. There was no patient harm as a result of the event, and no medical intervention was required.

Manufacturer narrative:
The customer¿s report of not alarming for air in line was not replicated during testing. Review of the pcu event log confirms the customer¿s account of the medications infusing at the time of the event. The device alarmed for patient side occlusion once before the secondary completed and eight times after. Testing performed on the source pump module¿s air detection system found the device detecting air within specification. There were no abnormalities observed during the inspection of the air in line assemblies. Review of the pcu error log shows no errors related to this complaint. The root cause was not identified.

Event description:
It was reported that the device did not alarm air in line during a primary normal saline infusion set for a rate of 100 ml/hr in ICU profile. A secondary infusion of zosyn 4.5 gram was connected but not infusing. The clinician identified ladder- like air-fluid segments in the tubing above and below the pump module extending to the patient's IV access device. There was no patient harm as a result of the event, and no medical intervention was required.